Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va22fk6, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. See manufacturer¿s report # 3004209178-2021-04012 for concomitant ins and lead information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had the devices removed by their spinal surgeon. The doctor was performing back surgery (not alleged to be due to the device/therapy) so they removed the devices at the same time, however, they left one or both of the leads in the body, the patient was not sure. They inquired about what to do with the external handsets and it was reviewed they were patient property and they would be assisted with wiping their patient information off of them. It was reviewed how the lead(s) left in their body would impact MRI eligibility, and the patient was disappointed to learn that full body MRI was not safe as long as any part of the lead was left in the body. It was recommended they discuss this with their physician. The patient confirmed they would do so and may plan to have a second surgery to remove the lead(s). See manufacturer¿s report # 3004209178-2021-04012 for concomitant ins and lead information.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2021-04012 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient reported they have lower back problems. Agent inquired if unrelated to device/therapy and the patient stated that the lower back problems "may" be related to device, but they are not sure. The only way they can be treated is to have an MRI scan of lower spine. Further clarified problems they are having is that from the time they got ins implanted (in the "following days") they noticed problem with trying to walk. It seems stimulator took over ability to walk and the patient couldn't find balance. Due to this, the patient turned off therapy for a while and then turned back on. The patient stated turning off therapy helped a little bit, but stated that it keeps getting worse. Patient inquired if there are any problems associated with having implant removed and inquired if people have it removed. Patient inquired about what to do with devices once removed. Reviewed information with the patient. Reviewed explant considerations and redirected patient to their healthcare professional (hcp) to discuss further. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they were going to have the device removed on (B)(6) 2021 and a spinal fusion was going to be done. They noted the stimulator caused problems once it was inserted and those were never addressed.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va22fk6, implanted: (B)(6)2019, explanted: (B)(6) 2021, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot #: (B)(6), lot# va22fk6, ubd: 2023-09-12, UDI#: (B)(4), g3: date updated and corrected to 2021-dec-16 see manufacturer¿s report # 3004209178-2021-04012 for concomitant ins and lead information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2021-04012 for concomitant ins information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their issue walking had not been resolved. They noted both leads were left in their body left and right, no lot number was provided. They noted their hcp said the lead may be hard to locate and remove because they were detached from the batteries.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the leads being detached from the ins was determined. The orthopedic surgeon cut the them and recovered the ipg then left the lead in place per their op note.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2021-04012 for concomitant ins and lead information h6: patient code e200801 no longer applies .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that both leads were left in the body and patient believes they are still causing issues with their gait. Patient also has pre-existing neurological issues which requires MRI however patient cannot have the MRI due to presence of leads. Patient plans to follow up with their urologist to request lead removal surgery.